Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto3 manufacturer's ref. No: (B)(4). The device is not return to bwi.

Event description:
This complaint is from a literature source. It was reported that 92 patients with af patient population with an evident fibrotic atrial cardiomyopathy underwent catheter ablation from 2013 to 2016. In the same period, patients without detectable atrial fibrosis using the same mapping criteria were treated with pvi alone during their first procedure, so these serve as a ¿healthy¿ reference (ref) group for comparison (n = 49). Among them, one patent had cardiac tamponade requiring pericardiocentesis. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿catheter ablation of atrial fibrillation with box isolation of fibrotic areas: lessons on fibrosis distribution and extent, clinical characteristics, and their impact on long-term outcome¿ the purpose of this study was to the bifaconcept (box isolation of fibrotic areas) supplementing pulmonary vein isolation (pvi)was implemented in atrial fibrillation (af) patients with fibrotic atrial cardiomyopathy(facm) to improve catheter ablation outcomes. Suspect device is a 3.5-mm tip smart-touch catheter, however catalog and lot number is unknown.